Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation it was observed that the forceps elevator was working okay and that no problems were found with the elevator function or the elevator wire. Upon further inspection, it was observed that there was loose tension on the up and down knob. Lastly, it was observed that there was peeling on the cement. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section h3 was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of forceps elevator wire raised due to a cut or fray could not be determined. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrovideoscope elevator wire snapped and there is a loose wire in the elevator. The issue occurred during reprocessing. There were no reports of patient harm.